Event description:
It was reported that a physician's (B)(6) handheld device would not charge. A replacement handheld was sent to the physician and the (B)(6) handheld device has been returned to the manufacturer. Device evaluation is currently in process and had not been completed at this time.